Event description:
The physician attempted closure of an arteriotomy site in the superficial femoral artery with the starclose device following an unk procedure. Hemostasis was not achieved and the physician applied manual compression. During compression, the pulse was lost in the right leg and the patient was sent to vascular surgery where a fibrous plug was found which resulted in thrombosis. The artery was repaired with a ptfe graft. Reportedly, the patient's bifurcation was high and was more of a trifurcation.

Manufacturer narrative:
The device was not returned and there was no lot information. We were not able to perform device inspection or device history record review in this case.